Manufacturer narrative:
During routine review this report was reevaluated. At that time the decision was made to file a report based on the information received. One ls1500 instrument was received for evaluation. Since this device was used overseas, thorough cleaning and disinfection of the device was required prior to being returned to valleylab for analysis. Therefore, it is impossible to tell if residual tissue stuck in the device contributed to the reported condition. The device was functionally tested and was within specifications. Similar reports have shown this condition can be caused by excess tissue being stuck in the jaws or by ineffective cleaning of the device during use. The jaws of the device must be cleaned often during use to prevent tissue build up. Based on our observations and the satisfactory testing of the device, we are unable to reliably determine the cause of the reported incident.

Event description:
Procedure: lavh. Reportedly, after several applications, it was difficult to open the jaws of the device. After another application of the device to tissue, it became stuck on tissue again. No information was provided about the removal of the device from the tissue. There was no reported injury or adverse effects.